Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the surgeon was using the suture, and the needle broke. They got another suture, but it broke again. There were no patient adverse event. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/17/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did any needle piece fall into the patient? If yes, yes was the needle piece(s) retrieved during the same procedure? Yes were x-rays taken to locate the needle piece(s)? Yes what measures were taken to retrieve the broken piece? X-ray please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) (please refer to the attached email) supply coordinator please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. They have not shipped back yet. There was no shipping label provided. Can you send one please? A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Seventeen representative unopened samples were received for analysis. Product code sxpp1a404. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. To complement this assessment, one photo was provided that visually documented an empty labeled winding former and a broken needle at the swage area and a part of the needle was noted to be attached to the suture. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil packet was received for analysis. Product code sxpp1a404. The visual assessment of the returned winding former. No suture and needle were returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.